Event description:
A malfunction on the pump was reported by the caller. There was no reported impact to the customer's blood glucose level. The caller was assisted by technical support in resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that they could continue using the pump and to call back if any malfunction code appeared again, which the caller acknowledged and understood.